Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -08.00/+6.0/094 (sphere/cylinder/axis), into the patient's right eye (od). The lens was reported as a refractive miss and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was successfully removed and replaced with a piol lens. The lens was discarded. Claim # (B)(4).